Manufacturer narrative:
Bayer service went to the site and performed a system check of the avanta, finding it to perform to specification. The subject single patient sterile disposable (spat) and multi-patient sterile disposable (mpat) were received and examined by bayer product analysis. Functional testing of the disposables found them to perform to specification.

Manufacturer narrative:
Bayer service went to the site and performed a system check of the avanta, finding it to perform to specification. The site continues to use the avanta without any reported problems. The subject single patient disposable set (spat) had been retained at the site and is being shipped to bayer for investigation.

Event description:
The customer reported the following: a (B)(6) woman was undergoing diagnostic coronary angiography while connected to an avanta fluid management system ((B)(4)). A catheter was placed in the left coronary artery (lca) and an injection was successfully performed to check catheter position. A second injection was performed and imaging showed there were air bubbles injected into the lca, the anterior interventricular branch of the lca was "completely gone" and the circumflex artery had "some blood flow." The patient then became unstable, cardiopulmonary resuscitation was performed successfully and the patient was intubated. The patient was intubated, stabilized and the angiography was resumed using hand injections. The patient was extubated the next day and is reported to have fully recovered.